Event description:
As reported, "physician took the sheath up into the pt, when he went to aspirate, he took nothing but air. Back seal had blown. Removed and replaced the sheath to complete the procedure." There were no pt injury or complications reported.

Manufacturer narrative:
Although suspect device was not returned, inspection of similar devices from in-house inventories indicated the potential for an inadequate bond on the side flush port in a small percentage of units (initial complaint indicated proximal end seal of device leaked, not flush port bond). Enpath decided to conduct a voluntary recall of potentially affected units and has notified customers and FDA of this decision.